Event description:
Event verbatim [preferred term], the skin during used not checked and read the instruction [intentional device misuse], burn 2nd degree/severe redness occurred in the whole area of the heatwrap/large burn blister filled with fluid/the injury was associated with severe burning pain [burns second degree], severely crusted scar [scar]. Narrative: this is a spontaneous report from a pfizer-sponsored program brand websites for division consumer healthcare germany from a contactable consumer. A 35-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), from (B)(6) 2018 for the first time at duration 7-8 hours for neck pain. The patient medical history included ongoing sensitive skin. The skin color was medium light and the patient had no skin disease known. There were no concomitant medications. The patient used in the past more often and long electric heating pad and hot water bottle. The color of the package was red. The patient used thermacare heatwrap direct on the body, had not exercised, the skin during used not checked and read the instruction on (B)(6) 2018. The patient stated that after the use of thermacare heatwrap for neck and shoulder she experienced burns of 2nd degree in (B)(6) 2018. A severe redness occurred in the whole area of the heatwrap and additionally a large burn blister filled with fluid even though she used the heatwrap according to the instructions. The injury was associated with severe burning pain. Since she was significantly younger than 50 years, she used the heatwrap on the skin and not over thin clothes. On (B)(6) 2018, two weeks after the administration in (B)(6) 2018 a severely crusted scar can still be seen. The burn blister and severe burning pain occurred for 2 weeks. Unfortunately the scar was still recognizable 2 months later. The action taken in response to the events for thermacare heatwrap was stopped on (B)(6) 2018. The patient was not hospitalized and received no treatment due to events burns of 2nd degree and scar. The outcome of the event severely crusted scar was not resolved. The outcome of the event burns of 2nd degree as recovered on an unspecified date in (B)(6) 2018. The outcome of the other event was unknown. According to product quality group: site sample has not been received. Summary of investigation: this investigation was conducted for an unknown lot number arthritis neck/shoulder/wrist (nsw) 12 hour product. Conclusion:the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up (11jan2019): new information received from the contactable consumer includes: patient age, weight and height, suspect product details (including start date, stop date and indication), medical history, no concomitant medication, event details (including new event "the skin during used not checked and read the instruction", event outcome, no hospitalization and no treatment due to events burns of 2nd degree and scar) and action taken. Follow-up (11jan2019): new information received from the contactable consumer includes: patient age, weight and height, suspect product details (including start date, stop date and indication), medical history, no concomitant medication, event details (including new event "the skin during used not checked and read the instruction", event outcome, no hospitalization and no treatment due to events burns of 2nd degree and scar) and action taken. No follow-up attempts are needed. No further information is expected. Follow-up (09jul2020): new information received from product quality complaint group includes investigation results. Follow-up attempts are completed. No further information is expected.

Manufacturer narrative:
Site sample has not been received. Summary of investigation: this investigation was conducted for an unknown lot number arthritis neck/shoulder/wrist (nsw) 12 hour product. Conclusion:the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Burn 2nd degree/severe redness occurred in the whole area of the heatwrap/large burn blister filled with fluid/the injury was associated with severe burning pain [burns second degree], severely crusted scar [scar]. Case narrative: this is a spontaneous report from a pfizer-sponsored program brand websites for division consumer healthcare (B)(6) from a contactable consumer. An adult female patient of an unspecified age (significantly younger than 50 years old) started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), from an unspecified date at unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient stated that after the use of thermacare heatwrap for neck and shoulder she experienced burns of 2nd degree in (B)(6) 2018. A severe redness occurred in the whole area of the heatwrap and additionally a large burn blister filled with fluid even though she used the heatwrap according to the instructions. The injury was associated with severe burning pain. Since she was significantly younger than 50 years, she used the heatwrap on the skin and not over thin clothes. Today ((B)(6) 2018), two weeks after the administration in (B)(6) 2018 a severely crusted scar can still be seen. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the event severely crusted scar was not resolved and the outcome of the other event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "burns of 2nd degree " and "scar" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.

Event description:
Event [preferred term] burn 2nd degree/severe redness occurred in the whole area of the heatwrap/large burn blister filled with fluid/the injury was associated with severe burning pain [burns second degree] , severely crusted scar [scar] , the skin during used not checked and read the instruction [intentional device misuse] , . Case narrative:this is a spontaneous report from a pfizer-sponsored program brand websites for division consumer healthcare germany from a contactable consumer. A 35-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), from (B)(6) 2018 to (B)(6) 2018 for the first time at duration 7-8 hours for neck pain. The patient medical history included ongoing sensitive skin. The skin color was medium light and the patient had no skin disease known. There were no concomitant medications. The patient used in the past more often and long electric heating pad and hot water bottle. The color of the package was red. The patient used thermacare heatwrap direct on the body, had not exercised, the skin during used not checked and read the instruction. The patient stated that after the use of thermacare heatwrap for neck and shoulder she experienced burns of 2nd degree in (B)(6) 2018. A severe redness occurred in the whole area of the heatwrap and additionally a large burn blister filled with fluid even though she used the heatwrap according to the instructions. The injury was associated with severe burning pain. Since she was significantly younger than 50 years, she used the heatwrap on the skin and not over thin clothes. On (B)(6) 2018, two weeks after the administration in (B)(6) 2018 a severely crusted scar can still be seen. The burn blister and severe burning pain occurred for 2 weeks. Unfortunately the scar was still recognizable 2 months later. The action taken in response to the events for thermacare heatwrap was stopped on (B)(6) 2018. The patient was not hospitalized and received no treatment due to events burns of 2nd degree and scar. The outcome of the event severely crusted scar was not resolved. The outcome of the event burns of 2nd degree as recovered on an unspecified date in (B)(6) 2018. The outcome of the other event was unknown. Follow-up (on (B)(6) 2019): new information received from the contactable consumer includes: patient age, weight and height, suspect product details (including start date, stop date and indication), medical history, no concomitant medication, event details (including new event "the skin during used not checked and read the instruction", event outcome, no hospitalization and no treatment due to events burns of 2nd degree and scar) and action taken. No follow-up attempts are needed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events of "burns of 2nd degree" ,"scar" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "burns of 2nd degree" ,"scar" and "intentional device misuse" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device.